Manufacturer narrative:
Block h6 (device codes): problem code 2907 captures the reportable investigation results of shrink sleeve detached. H10: visual analysis of the device revealed the shrink sleeve was totally detached. The shrink sleeve was not returned for analysis. In addition, the ptfe coating was scratched (peeled) along the coil wire at the proximal section. The complaint was confirmed. During a laboratory test, it was possible to observe the coating was scratched (peeled) along the coil wire close to the detached shrink sleeve section, due to this condition is likely the device was highly manipulated/handled at the proximal section causing the shrink sleeve to become detached or interaction with the scope during cystoscopy insertion could have induced the failures observed. Based on the information available and the analysis performed, the most probable cause is adverse event related to procedure since it is most likely that the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed, and from the information available this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a sensor wire was used in the urinary bladder during a cystoscopy procedure on (B)(6) 2020. According to the complainant, during the cystoscopy insertion of the stent, the blue tip on the wire came off inside the scope. Reportedly, the blue floppy tip at both ends goes down the scope into the patient. The procedure was completed with a new sensor wire guidewire. There were no patient complications reported due to this event. The device was returned, and the investigation results revealed that the shrink sleeve detached; therefore, this is now an MDR reportable event.

Manufacturer narrative:
(B)(4). Visual analysis of the device revealed the shrink sleeve was totally detached. The shrink sleeve was not returned for analysis. In addition, the ptfe coating was scratched (peeled) along the coil wire at the proximal section. The complaint was confirmed. During a laboratory test, it was possible to observe the coating was scratched (peeled) along the coil wire close to the detached shrink sleeve section, due to this condition is likely the device was highly manipulated/handled at the proximal section causing the shrink sleeve to become detached or interaction with the scope during cystoscopy insertion could have induced the failures observed. Based on the information available and the analysis performed, the most probable cause is adverse event related to procedure since it is most likely that the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available this device was used per the directions for use (dfu.).

Event description:
It was reported to boston scientific corporation that a sensor wire was used in the bile duct during a cystoscopy procedure on (B)(6) 2020. According to the complainant, during the cystoscopy insertion of the stent, the blue tip on the wire came off inside the scope. Reportedly, the blue floppy tip at both ends goes down the scope into the patient. The procedure was completed with a new sensor wire guidewire. There were no patient complications reported due to this event. This event has been deemed a reportable event based on the investigation results: shrink sleeve detached.